Event description:
It was reported through results of a clinical trial, approximately one month post device implantation of endovascular arteriovenous fistula, the patient had an adverse event of angiogram of arteriovenous fistula. It was further reported that banding of basilic vein was performed. The current status of the patient was unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.

Event description:
It was reported through results of a clinical trial, approximately one month post device implantation of endovascular arteriovenous fistula, the patient had an adverse event of angiogram of arteriovenous fistula. It was further reported that banding of basilic vein was performed. The current status of the patient was unknown.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a serious injury. H10: g3 h11: g1, h6(patient) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as a serious injury. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: g3 h11: b5, h6 (patient) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through results of a clinical trial, post endovascular arteriovenous fistula procedure, during physical and hemodialysis access circuit assessment of subject, maturation failure was noted. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the device was not returned for evaluation. No device deficiencies were alleged, no user failure mode was reported. However, the result of the investigation is confirmed for the patient report of adverse effects for the failure to mature, thrombosis, and stenosis post endovascular arteriovenous fistula creation. The definitive root cause for the failure to mature, thrombosis, and stenosis post endovascular arteriovenous fistula creation could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications: the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. Precautions: 9. Adjunctive procedures are expected to be required at the time of the index procedure to increase and direct blood flow into the avf target outflow vein to assist maturation. Care should be taken to proactively plan for any adjunctive procedures, such as embolization coil placement, when using the device. Warnings: 3. The wavelinq¿ 4f endoavf system should not be used in patients who have known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. 4. The wavelinq¿ 4f endoavf system should not be used in patients who have a known allergy or reaction to any drugs/fluids used in this procedure. 5. The wavelinq¿ 4f endoavf system should not be used in patients who have known adverse reactions to moderate sedation and/or anesthesia. 7. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. 17. The puncture site should be closed and hemostasis should be achieved by manual compression per the instructions below. Use of closure devices with the wavelinq¿ 4f endoavf system may be associated with an increased risk of access site complications. 18. The wavelinq¿ endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. Potential adverse events: the known potential risks related to the wavelinq¿ 4f endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Avf creation: 45. Embolization of a brachial vein is recommended at this stage of the procedure to redirect blood flow to the superficial veins and support maturation of the desired target cannulation area. Embolization is recommended during the index procedure for patients who have more than one brachial vein, where a brachial vein is observed to have significant outflow from the avf. Embolization may not be needed in cases where the brachial vein outflow from the avf is minimal. Follow manufacturer use and sizing recommendations per embolization device instructions for use. Brachial vein embolization could occur in previous steps depending on patient anatomy and physician discretion. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that one week and five days post an endovascular arteriovenous fistula creation, fistula was failed to mature within three months of the index procedure. It was further reported that three weeks and five days post an endovascular arteriovenous fistula creation, an additional secondary stage procedure was performed to support maturation of the arterialized vein segments via the secondary coil embolization and the procedure was successful. It was also reported that eleven months and seventeen days post an endovascular arteriovenous fistula creation, the subject developed an adverse event of cephalic vein thrombosis which required additional arteriovenous access circuit re-intervention due to access circuit thrombosis and access circuit stenosis. Furthermore, standard percutaneous transluminal balloon angioplasty and thrombectomy were performed to treat the access circuit stenosis and access circuit thrombosis. Reportedly, the post procedure intervention was successful, and the outcome of the adverse event was resolved. Apparently, eleven months and thirty days post an endovascular arteriovenous fistula creation, the subject underwent post procedure reintervention as diversion of flow was needed to target cannulation vessels and the post procedure intervention was successful. Evidently, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.